Event description:
A journal article was reviewed which contained information regarding this patient's leads. The article indicated that there was infection (device pocket or sepsis/endocarditis) and perforation noted. The leads were explanted. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: preprocedural ECG-gated computed tomography for prevention of complications during lead extraction. Pace pacing and clinical electrophysiology. 2014;37(10):1297-1305. Concomitant: 5024 lead. (B)(4).